Manufacturer narrative:
Valve leaks are not specifically labeled in the IFU. Event eval: still under investigation at this time.

Event description:
An (B)(6) male underwent aaa repair on (B)(6) 2010. Following withdrawal of the introducer the valve was closed. Blood was immediately seen running from the proximal edge of the blue captor valve assembly. No adverse event to the pt and no add'l procedures were required.